Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use about the threads and collar. Product matched print specifications where measured against production drawing. The reported product was located on an unknown tooth site and was removed the same day as placement customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant malfunction during the clinical procedure. The reported complaint could not be verified with the information provided and following evaluation of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' .

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of birth unknown / not provided.

Event description:
It was reported that the implant malfunctioned during the procedure.